Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Most likely cause for this event was due to a bent nozzle assembly and turntable home sensor failure. On (B)(6) 2015, an fse addressed the situation with the customer over-the-phone. The customer indicated having spilled some patient sample on the display, leading to the display failing. A display was shipped to the customer and on (B)(6) 2015 the fse guided the customer through the replacement procedure. The client reported that the new display was functioning properly. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a damaged display assembly due to a spill.

Event description:
On (B)(6) 2015, a customer reported that the display in their aia-360 analyzer was not working. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.